Manufacturer narrative:
Manufacturer's report date 12/24/1997. The pump will not be returned to the MFR for evaluation. An international alaris technician tested the pump per the safety alert and all test results were found to meet manufacturer's specification. Rate accuracy was performed and found to meet manufacturer's specifications. Co was unable to verify the reported infusion. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficlut to correctly install the IV tubing, which may result in overinfusion. Other causes of overinfusion may be the user mis-programming the pump or not using the roller clamp when the set is outside of the pump mechanism. The 598 infusion system does not have free flow protection. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated 4/11/1997, has been mailed instructing the user to: a) measure the mechanism gap b) replace the follower housing assembly if necessary c) ensure that the set is correctly loaded into the pump mechanism. This report was filled out by the MFR.

Event description:
It was reported that during enteral feeding, an overinfusion occurred causing pt to vomit. Pt became non-responsive then began having convulsions and was transferred to i.c.u.. No further event description has been provided.